Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 210248 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number195-160/ lot 210248 and device part number 195-430h / lot 204649. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210248 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 210248 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.d4 (exp. Date) and e3 (occupation) h3 other text : device discarded, single use device.

Event description:
The consumer reported conflicting result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Consumer performed binaxnow covid-19 antigen self-test twice, first test yielding negative result and second test yielding positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported conflicting result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Consumer performed binaxnow covid-19 antigen self-test twice, first test yielding negative result and second test yielding positive result. Confirmation testing was not performed. No additional patient information, including treatment and outcome, was provided.